Event description:
Applied product per prescribed label. When removing product, the product proceeded to remove 6 inches of skin almost down to the bone. Injury bled profusely for approx 3-4 days. I was informed by (B) (4) that they had to also file a report because of injury severity. Applied icy hot 3 inch medicated roll as prescribed. When removing the product, it removed 6 inches of my skin & a great portion of body matter. (Photo's were sent to (B) (4) approx 1 1/2 weeks after incident) it was not in my home state when this occurred. Not having means to go to a hospital, I applied a field dressing for the next 3-4 days to avoid infection or many other complications. (B) (4) advised me they also filed a report with the FDA because my injuries required or were sufficient enough to file a claim. Dose or amount: 6 inches. Frequency: once. Dates of use: (B) (6) 2010. Diagnosis or reason for use: knee pain.